Manufacturer narrative:
Corrected data: previous MDR stated: "excessive vault which caused an increase in pressure". Corrected to : "excessive vault only" in the initial MDR. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, which caused an increase in pressure. The lens was exchanged for a shorter lens and the problem was resolved.